Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient suffered a perforation, with a large pericardial effusion and cardiac tamponade resulting in emergency surgery to evacuate the pericardium and repair the hole in the right ventricle. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.